Manufacturer narrative:
(B)(4). Additional information is being requested of the reporter, including: availability of sample, ventilator pressure, treatment, what was the relationship between the device and the event, patient condition prior to passing away, inspection methods prior to use, patient information.

Event description:
The customer reported that during use, the suction cap disconnected several times by the pressure from the ventilator. The patient passed away after the treatment, but no relation to the device is suspected.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The device was returned and no malfunction was duplicated or found.